Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿, an unspecified number of tubes were stored at the wrong temperature (higher than indicated) due to an hvac issue. Tubes were used for patient samples. There was no health impact or consequences reported.